Event description:
Information received indicates the brake will not hold at the head end of the bed.

Manufacturer narrative:
The technician replaced the worn brake caster and adjusted the brake to repair the bed.